Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support regarding frequent insulin occlusion alerts occurring every one to two days over the prior three weeks. The patient indicated that infusion sets and connectors had been changed regularly, cartridges were not reused, and no issues with scar tissue were present. Support reviewed device logs, which confirmed the occlusion alerts and showed no restart alerts. Attempts to contact the patient to discuss alternate infusion sets were unsuccessful, but blood glucose data was collected. The patient reported experiencing elevated blood glucose levels up to 400 mg/dl, which remained above range for approximately eight hours, along with symptoms of thirst, nausea, and increased urination. Blood glucose was stabilized following a complete supply change. No outside assistance or medical intervention was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.